Event description:
The pt called to report that about three weeks ago the pt used the suspect device to check the pt's blood glucose and obtained high results such as 200 - 300mg/dl. The pt took insulin based upon these results. The pt stated that the pt had a low blood glucose incident where the pt was incoherent and went to the ER. At the ER the pt's blood glucose was 24mg/dl from the lab. The pt received an unknown treatment. The suspect device was replaced with new product and authorized for return to the MFR for eval. Glucose control solutions were not used on the suspect device system.